Event description:
The ge oec 9800 fluoroscopy system locked-up during a procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.